Event description:
Reporter alleged the blood glucose monitoring device grips are peeling and the test strip port is loose. Upon further investigation by the manufacturer's evaluation department, it was determined there was melted pins on the docking connector of the blood glucose monitoring device. Treatment and actions taken are not applicable in this particular alleged event as stated by the reporter. A request was made for the return of the suspect device and replacement product was sent.